Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the vapor/haze issue and system risk analysis (sra). Trending analysis of the vapor/haze issue was reviewed from to and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the vapor/haze issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed for the sterrad® unit and no anomalies were observed that would contribute to the reported issue at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the vapor/haze issue. Unit meets specifications and was returned to service.asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a vapor or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.